Event description:
It was reported that this pacemaker system exhibited oversensing of noise on the right atrial (ra) lead channel that led to inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed the event and stated that the noise was suspected to be myopotential. Additionally, ts recommended further evaluation of the ra lead and provided reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.